Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be provided with any relevant information.

Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the voyager nc balloon catheter crossed the heavily tortuous, heavily calcified eccentric lesion; however, the balloon ruptured at 18 atmosphere during the third inflation. The procedure was treating a restenosis case of a previously implanted non-abbott stent. A non-abbott balloon catheter was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.